Event description:
Medtronic received a report that the distal parenchal hemorrhage following a pipeline implant. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the posterior communicating artery (pcom) and a nterior choroidal. The max diameter was 4mm, and the neck diameter was 3mm. The patient's vessel tortuosity was moderate. The landing zone was 2.47mm distal and 4.5mm proximal. Dual antiplatelet treatment was administered, and the pru level was 84. It was reported that the patient was treated with a pipeline flow diverter on (B)(6) 2023. There was a previously coiled pcom aneurysm, and the flow diverter covered both the pcom and the anterior choroidal aneurysm. The procedure went well and the pipeline was successfully deployed with good wall apposition. The patient recovered well and was discharged on (B)(6) 2023. Angiographic results post procedure were said to be great. They were readmitted to the hospital on the evening of (B)(6) 2023 with distal parenchymal hemorrhage. The patient was alive but with neurological deficit left side paralysis. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a benchmark 071 guide catheter, phenom 27 microcatheter, and a synchro 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was discharged on 1/20 continued to monitor 24 hour supervision; slight confusion and memory, hallucinations, left upper extremity no movement left lower extremity mild. The patient had rehab and now home. It was noted that there was no vascular abnormality. New atrial fibrillation at time of procedure possibly threw a clot due to dapt medication.